Event description:
Pt's dad says a spring is sticking out of the pump. He says it still works fine he just wants us to know. Informed him we will send a replacement pump. We will return old pump. No adverse effects noted, no missed doses reported. No further info. Reported to (B)(6) by pt/caregiver.